Manufacturer narrative:
Evaluation: customer returned one sheath and dilator in an opened and used condition. Investigation confirmed that the hub has pulled off of the sheath material. This appears to be due to an inadequate flare.

Event description:
In 2007, during a televised stent placement of another manufacturers stent, the case went well until the end. At the end of the procedure as the physician was removing the sheath, the hub/valve system became disconnected from the sheath body. The physician held pressure and there was no harm to the patient.